Manufacturer narrative:
E1: reporting institution phone #: (B)(6). H10: the service engineer (se) reported that the customer's issue was not confirmed. It was reported that the event could be considered a cause of malfunction of the navigation ring, and that the front bezel needs to be replaced. The service engineer reported that the phenomenon was not duplicated. The customer cancelled the repair, and the device was returned. H11:updated contact information, contact office entity, and manufacturing site. This report is being submitted as part of a corrective action to replace manufacturer report # (B)(4). All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint from customer, reporting that the v60 ventilator had a nav-ring failure. There was no patient involvement when the issue occurred. No patient or user harm reported.